Event description:
According to the available information the inflatable penile prosthesis was removed/replaced on (B)(6) 2020 due to herniation/migration. Additional information received from the territory manager indicated: ¿cylinder herniation¿. A titan pump, two cylinders and reservoir were received for evaluation. As examination of the device may not conclusively confirm or disprove the report of migration quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
A titan pump, two cylinders and reservoir were received for evaluation. As examination of the device may not conclusively confirm, or disapprove the report of migration quality except for the physician¿s observations as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances, and capas revealed no trends for this lot.

Event description:
According to the available information, the right cylinder herniated out of the corpora. The device was removed, and replaced.